Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon case, the clips did not close properly and the clips migrated. The stapler fired a lot of clips with only one operation of the trigger. A new device was thus used to carry out the case. No adverse pt consequences.